Event description:
The patient reported that he had excellent therapy for approximately one month post implant until a lump was noted at the incision site at a refill appointment. The patient experienced a return of pain and noticed swelling of the back at the surgical site. The hcp performed a catheter study which revealed leakage at the supraspinal ligament near the device anchoring site. The patient was admitted to the hospital after spiking a fever. Laboratory studies were performed and ruled out the presence of an infection; the swelling was caused by the catheter leakage. Also the patient's spouse reported that the patient had a lumbar puncture and a CT scan, but results are not known. The dural catheter was replaced in 2007. During the replacement surgery to catheter was found to be leaking at the anchoring site. The patient recovered without sequela. The drug contained in the patient's pump was morphine.